Event description:
It was reported that the insulin leaked into the reservoir compartment. The blood glucose reading is 300 mg/dl. Customer will treat with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.